Event description:
It was reported that an infusor leaked from the fill port after filling. There was no patient involvement, medical intervention, serious injury, or adverse event associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 12, 2012 ¿ march 13, 2012. Evaluation summary: the sample was received for evaluation. Visual inspection showed no signs of physical abnormality. A functional leak test was performed and during fill no leak (backflow) was observed at the fill-port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.